Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The patient's electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 2/17/2014, electrode belt: 8/10/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home at the time of passing. Review of the download data revealed that prior to passing, the patient received 3 inappropriate treatments from the lifevest. At 5:57:06 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was obscured by CPR and motion artifact. At 6:03:00 pm, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with amplitude oversensing and motion artifact, and the post-shock rhythm was asystole with amplitude oversensing and motion artifact. At 6:06:27 pm, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. Cardiac amplitude oversensing and CPR and motion artifact contributed to the false detection. The electrode belt was disconnected at 6:03:35 pm. There is no indication that a device malfunction caused or contributed to the patient's death.

Manufacturer narrative:
H.3. Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The patient's electrode belt sn (B)(6) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 2/17/2014. Electrode belt: 8/10/2016. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the distribution node. The root cause for the strained cable was excessive force.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home at the time of passing. Review of the download data revealed that prior to passing, the patient received 3 inappropriate treatments from the lifevest. At 5:57:06 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was asytole, and the post-shock rhythm was obscured by CPR and motion artifact. At 6:03:00 pm, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with amplitude oversensing and motion artifact, and the post-shock rhythm was asystole with amplitude oversensing and motion artifact. At 6:06:27 pm, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. Cardiac amplitude oversensing and CPR and motion artifact contributed to the false detection. The electrode belt was disconnected at 6:03:35 pm. There is no indication that a device malfunction caused or contributed to the patient's death. When investigating a reportable patient death, a reportable device malfunction was found.